Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.